Manufacturer narrative:
It was reported that the patient had wound dehiscence and complained about not achieving motion. Patient underwent a wound washout, liner exchange, and manipulation. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had wound dehiscence and complained about not achieving motion. Patient underwent a wound washout, liner exchange, and manipulation.